Manufacturer narrative:
Concomitant medical products: 310c33 valve, implanted: 06-jul-2018; 6937a-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high impedance and no capture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.